Manufacturer narrative:
The insulin pump was received with ink spot and bleeding lcd glass. However, the insulin pump was monitored for 48 hours with multiple basal rates, the pump function properly. No turn off screen, blank display or display anomaly noted. No damage was found inside the insulin pump noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads and missing the end cap sticker.

Event description:
The customer reported that the insulin pump's display was blank. The customer stated that the device shut off without warning on the night prior to the call. During troubleshooting, the customer confirmed that the device's battery compartment was stripped and had pieces missing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.